Event description:
Patient undergoing a lung resection. Surgeon was using ethicon endopath 60mm stapler. Patient experienced a blood pressure drop and bleeding. Converted to an open thoracotomy. Blood products administered. Patient stabilized, procedure completed without further complications, patient closed up, and sent to recovery in stable condition.health professional's impression: ethicon endopath 60mm stapler did not fire or it misfired.